Event description:
It was reported that the right atrial (ra) lead exhibited high threshold, high impedance, and fracture. The ra lead remains in use, however, there is scheduled extraction. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the ra lead was not extracted, and a different lead was implanted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analyst commented, atrial capture management threshold at approximately 1 volts through (B)(4) 2013, then began to vary from 0.5 volts up to greater than 2.5 throughout remainder of trend data. Numerous atrial capture management measurements aborted due to high threshold greater than 2.5 volts. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analyst commented, atrial pace impedance steady at 500 ohms through (B)(4) 2013, then began to vary from 450-800 ohms. Continues to vary and rises out of range greater than 3000 ohms starting (B)(6) 2015. Atrial lead bipolar impedance warning occurs on (B)(6) 2015. (B)(4).